Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the tip to be fractured. Scratching was observed on the head of the rod. The rod is cuffed such that rings are present around the shaft in 2 locations. No thread damage was observed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the alignment guide screw broke during the procedure. It required an x-ray to look for the lost piece of metal. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.